Event description:
Upon ongoing investigation a fracture screw was identified inside the implant. After follow up doctor confirmed screw fracture

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An unknown biomet screw and osseotite® certain® 2 implant 4 x 11.5mm (xifoss411) were returned for investigation. Visual inspection of the as returned products identified bone on threads and some damage possibly due to the removal process. Fracture on the collar and also screw fracture found inside. Device history record (DHR) review could not be performed, as the lot number associated with the reported unknown biomet screw product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information unknown biomet screw based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.